Manufacturer narrative:
The device was received fully deployed. No abnormalities were seen in the download data. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 15.1 mmol/l (271.8 mg/dl) while wearing the pod between 4 and 24 hours. As treatment, the pod was removed and bolus was administered. Upon investigation, it was determined that the cannula was torn.